Event description:
It was reported that the patient with this right ventricular (rv) lead had a pocket erosion. Additionally, high capture thresholds and high out-of-range pacing impedance measurements were noted. Subsequently, a revision was performed and the rv lead along with the pacemaker and right atrial (ra) lead were explanted. No adverse patient effects were reported. This rv lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. The rv lead was explanted.